Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient passed away due to cardiac arrest. Whether the outcome was device or therapy related was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion a specific cause for the reported cardiac arrest as well as a direct correlation to heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1 of this IFU lists the adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29mar2021. No further information was provided. The manufacturer is closing the file on this event.